Event description:
It was reported that the patient had a non-functional spinal cord stimulator (scs). The patient underwent an scs explant procedure where all device component was explanted. The explanted device will not be returned as per facility.

Manufacturer narrative:
Additional suspect medical devices component involved in the event: product family: scs-linear leads. Upn: m365sc2208700. Model: sc-2208-70. Serial: (B)(6). Batch: 171248/147540.